Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector blade was not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: as received, the c-ring and bisector were fully retracted inside the cannula. The cutter blade was actuated and it extended and retracted from the hub with no non-conformities found. Bisector blade was measured and was within product specifications. The reported complaint is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.